Event description:
Healthcare professional reported a left side rupture and exchange from textured to smooth implants due to the patients concern with the product. Patient representative later reported "patient alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: increased risk of developing cancer, emotional distress including fear and anxiety of developing cancer, accumulation of foreign and adulterated silicone particles in their body, including the resulting inflammation, cellular damage, and subcellular damage, past and future medical expenses, physical pain and suffering from explantation. The patient has not been diagnosed with bia-alcl." The event of "cellular damage, and subcellular damage" is not related to the device. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 13-aug-2024.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture and exchange from textured to smooth implants due to the patients concern with the product. Device remains implanted.